Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 8 months. The replaced portion of the percutaneous lead was received. The investigation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was in the hospital due to volume overload. While the patient was repositioning in bed that morning, low speed and pump off alarms occurred. The hospital staff was immediately called to the patient¿s room. The alarm was able to be recreated by having the patient twist in bed; however, manipulation of the external percutaneous lead did not recreate the alarm. One area on the external portion of the percutaneous lead is covered with rescue tape. The patient was placed on battery power and no additional alarms or pump stops could be reproduced. The patient was provided with an ungrounded patient cable for use with the power module. On 02/03/2016, the manufacturer¿s technical services representative replaced a portion of the percutaneous lead. No further alarms have been reported. The patient will continue to be monitored.

Manufacturer narrative:
The explanted pump was returned for evaluation. Device evaluation: the reported low speed events and pump stoppages were confirmed through the evaluation of the submitted system controller log file. Based on the manufacturer¿s previous complaint experience, the atypical events captured in the log file appear consistent with a potential percutaneous lead (lead) wire compromise. X-ray images of the internal and external portions of the lead were reviewed and showed an area of concern on the external portion of the lead where the area at the terminus of the distal end bend relief appeared to be kinked with potential breakdown of the metal braided shield. Approximately 18 inches of the external portion/distal end of the lead was returned for evaluation following the distal end lead replacement. Rescue tape was present around the terminus of the distal end bend relief. Electrical continuity testing of the lead segment revealed that all wires were electrically intact. The rescue tape was removed, revealing a very small hole in the outer silicone sleeve adjacent to the terminus of the distal end bend relief. Upon removal of the outer silicone sleeve, the clear bionate layer of the lead segment appeared unremarkable. The lead appeared to be kinked at the terminus of the distal end bend relief and showed breakdown of the metal braided shield in this area as well as near the metal connector. The braided shield was removed, revealing that all six of the underlying wires showed evidence of kinking while abrasion marks were observed on the insulation of the black wire in the location of shield breakdown at the terminus of the distal end bend relief; however, visual examination under a microscope found no areas of compromised wire insulation exposing the inner conductors along the length of the lead segment. The explanted pump was subsequently returned with the lead cut approximately 2.5 inches from the pump housing and the remainder of the lead was not returned. Combined with the replaced section of the lead, approximately 17.5 inches of the lead was not returned for evaluation. Electrical continuity testing of the lead segment extending from the pump housing revealed that all wires were electrically intact. Breakdown of the metal braided shield was observed near the nipple of the pump housing and at the distal end of the lead segment. Visual examination of the underlying wires revealed some abrasion marks on the insulation of the wires in the areas of shield breakdown, but no areas of compromised wire insulation exposing the inner metal conductors along the length of the lead segment. Both the returned distal end of the lead and the portion of the lead extending from the pump housing were submerged in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation did not reveal a device-related issue that would have contributed to the low speed events and pump stoppages captured in the submitted system controller log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient received a heart transplant on (B)(6) 2016.